Manufacturer narrative:
Examination of the production records of the involve device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacturer facility. Note: this product is no longer marketed in the USA.

Event description:
During implantation of a fixion il humeral nail in (B)(6), the nail did not expand. Another nail was used.